Event description:
It was reported that during the surgery, could not fire when severing hepatic pedicle tissue on the 1st firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.

Manufacturer narrative:
(B)(4). Batch #: 465a17. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the one ec60a device was returned with the anvil bent upwards and with two ecr60w reloads(b and c) present. Both reloads were received unfired. In addition pan of the reload(c) was noted to be partially dislodged from the right proximal side. No functional test was performed due to the condition of the device. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on what may have caused the reload pan to dislodge. The condition of the anvil is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. Please reference the instruction for use for more information. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.